Manufacturer narrative:
A ge rep evaluated the sys and installed the sundance upgrade compatibility kit. System operates as intended.

Event description:
Customer reported the system is slow to boot up, and locked up during a procedure. No pt injury was reported.